Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that calcification leading to severe stenosis was observed on this valve model 7300tfx25 after an implant duration of six (6) years and eleven (11) months. As reported, the patient was having no symptoms and was referred to cardiologist. As reported, no re-intervention was planned for the moment. Tte report was sent to patient cardiologist, he will refer her to cardiac surgery only if there is a change in patient physical status. The patient was 70 years old at the time of implant.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), g3 and (date received by manufacturer). Corrected data: h6 (health effect - impact code). H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including dyslipidemia/hypercholesterolemia and cad.

Event description:
Edwards received notification that this patient with a valve model 7300tfx25 implanted in mitral position underwent re-intervention for a valve-in-valve procedure after seven (7) years and eight (8) months due to valve calcification leading to severe stenosis (25/15 mmhg) and moderate mitral insufficiency (grade iii). The patient was 70-years-old at the time of implant. Indication for initial avr and mvr was atherosclerotic coronary disease, severe aortic stenosis, moderate-to-severe mitral stenosis. As reported, the patient was experiencing increased dyspnea and dizziness. The patient was admitted at hospital with cardiac decompensation, elevated gradients and moderate mitral insufficiency (grade iii) compatible with valve degeneration and severe stenosis. A transcatheter heart valve was successfully implanted within the edwards surgical valve. The patient outcome was noted as "resolved without sequelae". The patient was noted as to be discharged home.

Manufacturer narrative:
Updated information to section b4 (date of this report), b5 (describe event or problem), b7 (additional text), g3 (date received by manufacturer), h6 (health effect - clinical code) and h6 (device code).

Event description:
Edwards received notification that this patient with a valve model 7300tfx25 implanted in mitral position underwent re-intervention for a valve-in-valve procedure after seven (7) years and eight (8) months due to valve calcification leading to severe stenosis (25/15 mmhg) and moderate mitral insufficiency (grade iii). The patient was 70-years-old at the time of implant. Indication for initial avr and mvr was atherosclerotic coronary disease, severe aortic stenosis, moderate-to-severe mitral stenosis. As reported, the patient was experiencing increased dyspnea and dizziness. The patient was admitted at hospital with cardiac decompensation, elevated gradients and moderate mitral insufficiency (grade iii) compatible with valve degeneration and severe stenosis. A transcatheter heart valve was successfully implanted within the edwards surgical valve.

Manufacturer narrative:
H10: additional narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hypercholesterolemia and coronary artery disease.